Manufacturer narrative:
(B)(4).

Event description:
Lead insulation and unipolar pacing was also noted on the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during the generator change out. The lead was capped and replaced due to noise and low pacing lead impedance. The patient did not experience any symptoms.